Event description:
New information received notes the anomaly was determined to be normal behavior.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited a diagnostic anomaly where some of the data was not accessible. The issue was not resolved. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of egm¿s unavailable for viewing was confirmed. Review of the data provided found the issue to be normal device behavior.